Event description:
During the first application we received error message 5000032 - outer balloon is compromised. We opened a second balloon and had the same issue. We opened a third balloon and changed the cryo junction box (where we discovered a broken wire) and had no further problems. The cryo rep was here covering the case and called tech support. The wire in the junction box was found to be the problem. We will send back the 2 cryo balloons for credit and a replacement box has been ordered. No harm to the patient.======================manufacturer response for arctic front 28mm balloon catheter, arctic front 28mm balloon catheter (per site reporter).======================the cryo rep was here covering the case and called tech support. The wire in the junction box was found to be the problem. We will send back the 2 cryo balloons for credit and a replacement box has been ordered.